Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose (bg) level was 502 mg/dl. Elevated bg was addressed by a manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.